Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 7 years and 2 months after primary cementless total hip arthroplasty in a young ((B)(6) years old at time of primary surgery) asa 2 woman. Radiographic image provided shows the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless hip replacements and causes are often unknown. The reason of this event cannot be determined. Batch review performed on (B)(6) 2019: lot 110830: 28 items manufactured and released on 29-april-2011. Expiration date: 2016-03-31. No anomalies related to the problem. To date, 27 items of the same lot have been already sold with another similar reported event ( MDR 2014-00013).

Event description:
On (B)(6) 2018, about 7 years after primary, the patient complained about pain in leg whilst walking and standing. Xrays show loosening on both sides. 3 months later, on (B)(6) 2019, the surgeon performed a revision of the stem and ball head of the right side.